Event description:
A peritoneal dialysis nurse (pdn) reported a continuous cycling peritoneal dialysis (ccpd) pt was having problems draining and had air in the dialysis cassette. She also reported the presence of fibrin in the effluent. Upon f/u, the pdn reported the pt was diagnosed with peritonitis. She did not have any add'l info at the time of the call however, the cause is believed to be a break in aseptic technique by the pt. There is no malfunction alleged and a search of the complaint info system confirms no reports of leak in the 72 hrs preceding the onset of symptoms. Add'l info has been requested.

Manufacturer narrative:
Based on the info provided, it is unk how the drug may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported diagnosis of peritonitis. A supplemental medwatch report will be submitted upon completion of the investigation.